Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. A pump log review was completed for the low blood glucose allegation. Based on the log review, the low blood glucose issue was not verified. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 43mg/dl; cause was not known. Customer was discharged from the ER later that day. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.